Manufacturer narrative:
Method: the device was not saved to be returned for analysis. A device history record (DHR) review was performed for the lot number provided. Results: as the device was not available for an evaluation, no testing methods were performed and results cannot be obtained. Per the DHR there were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: limited information was provided by the reporter. It is unknown if the four hour wait time requirement was followed. According to the delivery time information in the dfu (table 1 on page 6) for this homepump, the approximate delivery time for fill volume of 350ml should be 3 hours, with +/- 15% flow variation. The homepump eclipse pump must be filled 4 hours prior to administration, otherwise the flow rate may increase up to 50%. The device was not returned to I-flow for evaluation, therefore, we are unable to determine the cause for the reported event. I-flow has attempted to obtain further information, but unfortunately the customer confirmed that no additional information is available. Based on the use review, according to the delivery time information on IFU (table 1 on pg 6) for this homepump, the approximate delivery time for fill volume of 350 ml should be 3 hours, with +/- 15% flow variation. There are several factors that may affect the flow rate of homepump eclipse, such as fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. In addition, it states in the IFU that the homepump eclipse pump must be filled 4 hours prior to administration; otherwise the flow rate may increase by up to 50% if the pump is used immediately after filling. Moreover, the amount of medication over the therapeutic period and delivery time can vary by as much as 15%. Based on the information provided from the customer, it is unclear if the user used the product in accordance with instructions or if the user or facility conditions contributed to the fast flow incident. Multiple attempts were made to request further information from the user, the customer confirmed that no additional information is available. Should additional information pertinent to this event become available, a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: 350 ml. Flow rate: 100 ml/hr. Procedure: unk - anp. Cathplace: paripheral IV. An incident of fast flow was reported. The infusion was expected to finish in 3 hours and completed in 1 hour and 30 minutes. The pump was filled at the patient's home with a syringe, date and time the pump was filled was not reported. Infusion began on (B)(6) 2014 and the incident was discovered by the nurse. Patient consequence was not reported.